Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device has been received. Investigation is not complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a starclose se device with a 6f sheath after left superficial femoral artery thrombectomy. Reportedly, after the starclose se clip was deployed, the starclose se device could not be removed; the vessel locator wings were still open. The access ports and safety release button were activated, but the vessel locator wings were not closed. The starclose se device was removed with force. Inspection of the device revealed the vessel locator wings were still open and the sheath had not split completely. Manual arterial compression was applied to achieve hemostasis. Two days later a pseudoaneurysm occurred at the access site. The pseudoaneurysm was punctured during ultrasound, then manual compression was performed to treat the pseudoaneurysm. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned for analysis and abbott vascular (av) identified evidence of difficulty splitting the sheath. Av reviewed the lot history record and other sources of manufacturing data. Root cause analysis concluded the issue is likely related to material used in the starclose manufacturing process. Av is working on possible mitigations to prevent recurrence per internal operating procedures. Av will continue to trend the performance of these devices.